Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the left ventricular (lv) lead, the lead exhibited unstable thresholds. It was also reported that the lead dislodged when the catheter sheath was slit. The lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.